Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that a piece of the impactor pad broke off during surgery. The piece was discarded after retrieval.

Manufacturer narrative:
(B)(4). Reported event was able to be confirmed. Product was returned. Visual inspection of the returned section of the persona femoral cr impactor pad confirmed that the part had fractured. It was also noted there were scratches and general wear on the returned impaction surface indicative of use. Review of the device history records found no evidence of product nonconformance or related anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was determined as possible device misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.